Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements in triad and distal to proximal coil configurations. The configuration was programmed to distal coil to can with acceptable measurements observed. No adverse patient effects were reported.